Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device passed external and internal inspections. The device passed electrical testing but failed functional testing due to a software error occurring during fill two. The power to the device was cycled and the software error reoccurred. A voltage verification test was performed and all voltages were found to be within specification. Pressure was applied to a socket on the digital printed circuit board and the device powered up properly. A simulated therapy was run on the device with no issues. A review of the event history log of the device found nothing related to the reported issue. The cause of the reported issue was determined to be a poorly seated socket on the digital printed circuit board. The digital printed circuit board was scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.